Manufacturer narrative:
No evaluation possible. The device has not been returned for evaluation nor has the identifying lot number been provided. No additional information is known or has been furnished at this time. The trestle luxe anterior cervical plating system is a temporary device used to stabilize the cervical spine during bone fusion development. Device implants include a range of plate sizes and bone screws to provide the versatility required for the specific indications noted. Fixation is achieved by means of a rigid plate that is surgically attached to the spine with bone screws. Implant plates are manufactured from surgical grade titanium alloy (astm f136) and nitinol (astm f2063) and the bone screws are manufactured from surgical grade titanium alloy (astm f136). All device components are intended for fixation/attachment to the anterior cervical spine only. It is intended that the implants be removed after successful fusion.

Event description:
A patient called atec directly indicating a trestle plate was broken and additional surgery was conducted. Revision surgery took place on (B)(6) 2019 with the same surgeon and at the same hospital. The trestle luxe anterior plating system was originally implanted on (B)(6) 2014.